Event description:
After an implantation time of approx. 91 months, oversensing with shock delivery was reported.

Manufacturer narrative:
The lead complained about was not returned for analysis. The analysis is therefore based on the existing production documents and the examination of the ICD. The manufacturing process of the ICD and the leads was reviewed. The production documents showed no anomalies. All manufacturing stepps had been carried out correctly. A performed standard final electrical test documented proper behavior of the ICD. The returned ICD first underwent a status interrogation. The interrogation with a clinical programmer showed the device status eos and 69 registered charge processes. The memory content of the ICD was analyzed. The analysis of the available iegms showed interference signals in the ventricular channel, which led to several shock deliveries, matching the clinical observation. The signal sensing of the devices was then checked, which proved to be free of noise. The ICD sensed supplied signals free of interference. Further analysis of the shock holter entries showed that the ICD performed at least 36 charge processes within 20 minutes on (B)(6) 2018. From those, 21 shocks were delivered. Eos activation occurred due to these rapidly consecutive charge processes. The eos status was removed with a technical programmer, and a subsequent interrogation of the ICD returned the battery status mol2. In a next step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. There were no indications of a malfunction of the ICD. In summary, the eos activation was due to many, rapidly consecutive charge processes, caused by interference signals in the ventricular channel. The ICD proved to be fully functional during the analysis and in accordance with the technical specifications. Damage at the lead cannot be ruled out. There was no material defect or manufacturing error.